Manufacturer narrative:
At the time of this report, no components or further information has been made available to millyard advanced medical products, llc for additional investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 05-jan-2026 and forwarded to millyard advanced medical products, llc on 07-jan-2026. It was reported that while setting up the patient's device, remunitypro pump (serial number (B)(6)) "short circuited" and made a "cracking" noise, after which the pump would not communicate with its corresponding remote. It was further reported that the patient's second remunitypro pump also would not connect with its remote. Information received by united therapeutics drug safety on 06-jan-2026 and forwarded to millyard advanced medical products, llc, on (B)(6) 2026 reported that the patient and their caregiver had not noticed that the cassette in use was leaking remodulin. Upon experiencing the connection issues between remunitypro pumps (serial numbers (B)(6) and (B)(6)) and their corresponding remotes, remodulin ingress was reportedly observed in the pumps. The patient was advised to present to the emergency room to await replacement remunitypro systems. Additional information received from accredo health group, inc., on 27-jan-2026 confirmed that replacement systems were sent to the hospital; however, it was unknown whether the patient had been admitted. No physical symptoms were reported.